Manufacturer narrative:
.

Event description:
The issue was originally reported to philips because of a error code "10003" that came out in the xl. It was clarified that the malfunction was displayed at boot. There was no patient involvement.